Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: motor device, craniotome device, date unknown. H4: device manufacture date: the device manufacture date is currently unavailable device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the cutter was fractured, identified during service and repair, was confirmed. The assignable root cause was determined to be traced to user. UDI: (B)(4).

Event description:
It was reported that the craniotome device did not unlock from the motor device and the blade shaft was stuck inside the craniotome device and would not come off. During in-house engineering evaluation, it was observed that the burr device was inside the craniotome device. It was reported the device was taken apart and that medical deposit and soap residue were observed in the burr lock assembly. It was reported that the device failed visual inspection due to the broken part. It was noted that a full assessment of the burr device was not performed since only a fraction of it was received. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown.